Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that system was having problems with the large monitor in the exam room, which was not showing images. Upon troubleshooting, the fse identified that there was issue with the dvi link transmitter (hardware malfunction) in the polygraph and the dc source in "cvi matrix switch 16x16 power supply". To resolve the issue fse replaced the dvi link transmitter and the dc source in "cvi matrix switch 16x16 power supply". After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was having problems with the large monitor in the exam room, which was not showing images. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that dvi was failing. The dvi and cvi matrix switches have been replaced, and the system has been returned to good working order. Philips has started an investigation of this complaint.